Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards switzerland affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system and valve got stuck in the esheath due to scar tissue at the access site restricting the esheath. The valve and commander delivery system were unable to exit the distal tip. It was decided to remove the devices as a unit. Upon removal of the devices, the esheath was observed to have splitting and a perforation by the mounted valve. There was no injury to the patient. The scar tissue at the access site was removed surgically, and a new esheath, commander delivery system, and valve were used, and the valve was successfully implant. Per pre-decontamination evaluation of the returned device, a pin hole was observed on the commander delivery system balloon.

Manufacturer narrative:
Correction to h6 based on additional information. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was done, and the following was observed: the valve was received crimped over the proximal end of inflation balloon with one strut bent outward at the outflow side. When the balloon was inflated to remove valve, a leak was observed from a pinhole on the crimp balloon. The pinhole was located near the distal end of the crimp marker. There was a 'z shape' kink in the guidewire lumen at the crimping balloon area. A compression mark was noted on the flex shaft at 1 cm and 9 cm from the flex tip. Dimensional testing was performed, and the measurements met the specification. Functional testing was also performed, and leakage from crimp balloon was detected while inflating the balloon to deploy the valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon leak was confirmed based on visual inspection of the returned device. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (crimped valve interaction with balloon, excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.